Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen 50mg/ml, unknown dose&#55297;nd intrathecal morphine 50mg/ml, 15-17mg/day. Since the baclofen was added to the pump the patient has had side effects (past three weeks, beginning in (B)(6) 2015). He had breathing problems, couldn't hold his urine, and had stomach pain. He went to an emergency room (ER) two weeks ago and was given a nebulizer, oral medications (unspecified), and CPAP because he stops breathing when he sleeps. The ER thought this was due to the influence of narcotics because he could not wake up and gave him medication to reverse narcotic effects. The patient woke up vomiting. The patient explained his pump to the ER and told them it was the baclofen causing the symptoms not the morphine. It was reported the ER almost made a mistake and killed the patient. He felt the symptoms were due to the baclofen as it had happened before, prior to the pump, when he was given oral baclofen. The oral baclofen symptoms included itching, breathing problems, chest pain, stomach pain, numbness, dizziness, and seizures. This all occurred prior to the patient receiving the pump. The intrathecal baclofen had also been triggering/worsening the patient's seizure disorder. This was causing the patient more anxiety, headaches, and depression. The patient's regular healthcare provider (hcp) was out of office and the office physician assistant (pa) instructed the patient to keep his appointment that was scheduled for (B)(6) 2015. The pa had added the baclofen to the patient's pump originally. The patient had been on soma injections also and when the patient requested that the baclofen be removed from the pump, he was told the injections would be discontinued. The pa had since discontinued both the injections and the narcotics. The other oral medications were being lowered slowly. The patient was experiencing withdrawal due to the removal and lowering of the oral medications. He had experienced this prior to the pump implant as well as currently. Other medications the patient was taking during the event included oxy 12 x/day; flexeril; opana, morphine 6 x/day. The patient's medical history includes asthma, post-traumatic stress disorder, seizure disorder, spinal pain, and an implanted spinal cord stimulator system. Follow-up is being conducted to obtain all information relevant to the event.